Event description:
It was reported the patient presented to the emergency room due to receiving a vibratory alert. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos), which triggered pacing inhibition. Programming changes were implemented. There were no patient consequences.